Event description:
Pt was massive pulmonary embolus, intubated on mechanical ventilation since (B)(6) 2010. On (B)(6) 2010: very difficult to suction both closed and open suction and difficult to ambu and lavage. Respiratory therapy and pulmonologist called while ambu continued. Extubated with mask applied and orogastric tube pulled. Productive cough and oral suctioning self. Endotracheal tube totally clogged with dried secretions. Dates of use: (B)(6) 2010 - (B)(6)2010. Diagnosis or reason for use: respiratory distress. Event abated after use: yes.